Event description:
During corrective maintenance, the fse noted that the navigation ring didn't work. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.